Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke during an open reduction and internal fixation (orif) of an olecranon. As the surgeon tried to angle around the screw, the drill bit broke in pieces. A broken drill bit piece was left in the bone of the patient under the plate, which was already set in place with screws tightened down. The fragment was not able to be removed. Trying to remove the fragment would have increased a risk of loss of construct/reduction. An approximate 1 minute delay was reported. The procedure was completed successfully without further incident. This report is 1 of 1 for (B)(4).